Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Correction: b1, h1: additional information was received 21jul2025 indicating that this event (manufacturer report #: 1820334-2025-00883) is a duplicate of the event reported under manufacturer report #: 1820334-2025-00873. All information in this event will be included in the reports for manufacturer report #: 1820334-2025-00873. No further reports will be submitted for this manufacturer number. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. A5 - ethnicity: chinese. A6 - race: yellow. G4 ¿ PMA/510(k) #: exempt. H3: device evaluation is anticipated but not yet begun. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported, the nforce nitinol helical stone extractor was unable to open, prior to use in a kidney¿s procedure. The issue was found when the user detected the device cannot be pushed out. The procedure was completed by using same-type device. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence. The device did not make patient contact.